Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative called the site to test the equipment by phone. The rep remote logged into the image acquisition system (ias) computer. The rep isolated the issue that the system could not load config file. The rep walked the site rep through replacing the config file with a backup copy. They rebooted the system. The system then booted correctly to the 2d screen. The imaging system then was found to be fully functional.

Event description:
A medtronic representative reported that the mobile view station (mvs) on the imaging system displayed a system booting please wait, and would not boot past that point. This occurred prior to a case with no patient present.